Event description:
It was reported that the patient presented for follow-up with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter-defibrillator. The episodes were a result of post paced t wave oversensing. Programming interventions were made. There were no patient consequences.